Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 11 events were reported for this quarter. Product return status: 10 devices were received. 1 device investigation type has not yet been determined. Evaluation status: confirmed 4 reported events were confirmed during testing. 2 devices were found to be affected by a power supply board that had failed. 2 devices were found to be affected by an irrigation pinch valve that had failed. In progress: 6 device evaluations are in progress. Additional information: 11 devices were not labeled for single-use. 11 devices were not reprocessed and reused.

Event description:
This report summarizes 11 malfunction events in which the device experienced an irrigation issue that could lead to overheating. 7 events had no patient involvement; no patient impact. 1 event had no known patient involvement or patient impact. 3 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: 11 previously reported events are included in this follow-up record.   Product return status 11 devices were received.   Event confirmation status 9 reported events were confirmed; the cause traced to component failure. 2 reported events were not confirmed. Evaluation results 8 devices were found to be affected by an irrigation failure. 1 device was found to be affected by an irrigation failure and damaged electrical component. 1 device was found to be affected by a damaged electrical component. 1 device had no device problem found.

Event description:
This report summarizes <noe> 11 </noe> malfunction events in which the device experienced an irrigation issue that could lead to overheating.